Event description:
It is reported that the device was implanted 01/12/2005. Pt noted pain in left femur in 01/2005 with increasing intensity until 01/2005. X-ray revealed plate had broken at the fracture site. Device was revised in 03/2005

Event description:
It is reported that the device was implanted in 2005. Patient noted pain in left femur 13 days later with increasing intensity until 2 days later. X-ray revealed plate had broken at the fracture site. Device was revised 2 months later.